Event description:
It was reported that pump experienced recurring malfunction alarms, including one event where malfunction 12 occurred without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. And did not require 3rd party assistant. Customer gave correction injection with insulin pen, reset pump, and continued to use pump while planning to rely on alternate method if needed. Technical support arranged replacement pump with updated software.